Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for post laminectomy syndrome with failed dsc.it was reported that patient was suffering from chronic low back pain radiating to both legs. Had explant of stimulator and lead and re-implanted with new device. After implant of new device the leads and ins were checked. Patient felt the stimulation in all the areas she felt pain. Patient tolerated the procedure and anesthesia well. Patient was taken to post-anesthesia recovery room in stable conditions. Patient was written and oral post-operative instructions were given. The patient is to follow up with office in six days. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient was in pain starting on (B)(6) 2018 and ¿that this is too much for her.¿ it was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.